Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3777-75, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that five years prior to the report, the patient met with a manufacturer representative (rep) to remove the implantable neurostimulator (ins), but they were told that the wires in her body were not in a proper place anymore. The healthcare professional (hcp) did not want to remove the device. The patient also mentioned that their pain went away, so they didn¿t use or charge their device for years. There were no further complications reported or anticipated.